Manufacturer narrative:
The device was returned to zoll (B)(4) service department and the reported malfunction was observed and attributed to a system interconnect flex cable that was not properly seated. The cable was replaced to correct the reported problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and a unk "pacer fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.